Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# m-4900-407, serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a celsius¿ ds electrophysiology catheter and suffered a cardiac tamponade requiring surgical intervention. During ablation, a steam pop was heard. Ablation was stopped. Patient was assessed. Blood pressure and heart rate remained stable and the patient did not express pain. Procedure resumed. Analgesics (unspecified) were administered per ablation protocol. At that point, patient became hypotensive and unresponsive. Transthoracic echocardiography (tte) revealed a cardiac tamponade. Pericardiocentesis was ineffective, as blood had coagulated. Patient was transferred to the cardiothoracic operating room, where an atrial perforation was detected. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. There is no sheath information. Generator was set on temperature control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure.